Event description:
It was reported by the rep that the scg45 was given to him with no info. There was no adverse consequence to the pt. One device will be returned.

Manufacturer narrative:
Damaged articulation mechanism. Eval summary: one scg45 device was returned with the articulation lever broke off from articulation gear and with no cartridge loaded. Upon further investigation of the device articulation gear was broken in half; one half attached to the lever, the second half lodged between the articulation bands. Although the articulation mechanism was noted to be damaged, the device was tested for functionality and the staples malformed. The device was disassembled to examine the condition of the internal components and only the articulation gear was found broken; no other anomalies were noted.